Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Rep mary troutman reported that when the wand was plugged in the coagulation was not working. No patient harm. No delay in surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Awareness date on previous follow up report (follow up 2) reported as (B)(6) 2018; should have been (B)(6) 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the device was sent to the service center for evaluation. Per service manual operational and diagnostic analysis did not confirm the reported issue of non-functioning device. The software was upgraded per the service manual. The testing of the unit was completed per the service manual. The unit passed all functional tests and was fully operational. The device was investigated again to confirm the complaint. Functional testing failure confirmed the original complaint. The unit was re-evaluated and the psu board and rf board were replaced to ensure reliable service. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. The device was investigated one more time to confirm the failure. The unit again failed functional testing. The ID board, footswitch loom, and 8-way socket assay were replaced and the unit was tested repeatedly per the service manual. The unit passed all functional tests and is fully operational. The root cause behind the failure was the improper functioning of various components of the device. A review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed a similar and two (2) dissimilar complaints for this device's serial number. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
Additional information was received on 11october2018: the case was completed with an alternate vapr generator that was readily available. The failure was noted when the electrode was plugged in and in use, the error message was displayed and it stopped working.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Updated evaluation statement: the device was sent to the service center for evaluation. Per service manual operational and diagnostic analysis did not confirm the reported issue of non-functioning device. The software was upgraded to v01.12ad per the service manual. The testing of the unit was completed per the service manual. The unit passed all functional tests and was fully operational. The device was investigated again to confirm the complaint. Functional testing failure during quality assurance check confirmed the original complaint. The unit was re-evaluated and the psu board and rf board were replaced to ensure reliable service. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. The device was investigated one more time to confirm the failure. The unit again failed functional testing during quality assurance check. The ID board, footswitch loom, and 8-way socket assay. Were replaced and the unit was tested repeatedly per the service manual. The unit passed all functional tests and is fully operational. Given the information provided, numerous electrical components contributed to the reported failure. When the psu board, footswitch loom and 8-way socket assembly are defective coagulation mode will not function as intended therefore are root causes for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).